Manufacturer narrative:
G4: 03feb2020. B4: (B)(6) 2020. The issue was resolved after the field service engineer replaced the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019. The field service engineer performed an evaluation and confirmed the reported problem. Touchscreen will not passed calibration.

Event description:
The customer reported touchscreen would not calibrate. No patient involvement.